Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose at the time of hospitalization was not reported, but the blood glucose at the time of call was 261. The customer also stated she changed the infusion set two days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.